Event description:
After setting up laser omniguide, it was found not be working during laser testing procedure for laser fiber (elite ent fiber ref # 322001, lot # la170927ay-p1), setting psi 70-90, watts setting 4-6, no burning on tongue depressor. However, had passed the gas flow test with test fiber (placing end of test fiber in water with gas on, bubbling observed). Ensured fiber was seated in omniguide instrument, gas was on, no alarms noted. Biomed dept tested device with laser unit, results - laser fired properly with test fiber, one gas tank was low, replaced tank. Attempted to fire laser with patient fiber and hand piece that was reportedly being used, no burn effect. Used spare patient fiber provided and same hand piece, unit fired properly and produced burn effect on tongue blade. Marked defective fiber.